Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the grip tips moved in the opposite direction. This behavior was observed in the yaw roll direction and presented on 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. The complaint regarding an issue with an intuitive product was confirmed by failure analysis.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument exhibited an unknown issue. The customer reported event had no report of patient injury.